Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. This rv lead remains in service.